Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image. This issue occurred during a therapeutic cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since device was not returned and the reported failure was not confirmed. The most probable cause of the reportable malfunction is caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.